Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative that the patient's pocket was infected post operation. Antibiotics were given but did not resolve the issue so the hcp explanted the entire system. It was unknown what external or environmental factors may have contributed to the issue. The issue was resolved at the time of the report. No device issues reported.